Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the station and confirmed that the station was operational. The customer confirmed that the station was functioning properly and no further issues were reported. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was asking for password. Machine has been toggled off and on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.